Event description:
A student-in-training incurred a needle stick after having given an injection under the supervision of the nursing instructor. On follow up communication, the facility contact reported that when the student had activated the safety sheath and was depositing the syringe in the sharps collector when the needle "disengaged" and stuck her.